Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 639 mg/dl and diabetic ketoacidosis (dka) on (B)(6) 2022; cause was not known. Blood glucose was treated with intravenous fluids of insulin and saline. A pump system check was performed and confirmed pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.